Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reported that remote access was established to the cabinet, and the customer was guided to recreate the action. The tss observed that the issue was no longer reproducible and confirmed that the drawer was functioning normally (fse) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer was stuck, preventing medication access. The customer reported being unable to issue prednisone 20 mg tablets as the drawer remained stuck and did not produce any operational noise. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.